Event description:
It was reported that for a procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, when inserting the a non-boston scientific catheter. Into the faradrive sheath it was noted that when the physician aspirated, bubbles were incessantly coming up through the tubing. The non-boston scientific catheter was removed from the sheath and aspiration and flush was attempted. This time, no bubbles were present. The non-boston scientific catheter was reinserted and aspirated, but had the same bubble issue. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.